Manufacturer narrative:
Investigation summary: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Customer is reporting 1 discordant sars result. Customer states the result was positive using this test but negative by a sars antigen only test. Through interview it was found the customer was not following product insert specifications for pipetting of the sample.